Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and high blood glucose levels. The blood glucose reading was 337 mg/dl. The customer stated that the serter was getting stuck, causing him to resort to manual insertions. The infusion sets were not manually inserted properly, and the customer observed the cannula bending on top of his skin. He reported experience of occlusions and no delivery of insulin. The customer also stated that his blood glucose levels were high because he had to take manual injections and did not know whether he was counting carbohydrates correctly. Advised the customer that the serter would be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-86045.